Manufacturer narrative:
Eval summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. No conclusion could be reached as to what may have caused the jaws misalignment. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap roux-en-y procedure, the clips were scissoring. Used a new one to complete the procedure. There was no pt consequence.